Event description:
It was reported that during an unknown procedure, the reload got stuck when fired. So the doctor removed the device and changed to a new one. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.